Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as complaint-(B)(4). The service log review revealed a delivery failure alarm due to overdelivery. It was recommended to the distributor to replace the proportional valve due to the service log findings. A full functional test was performed and the device operated according to specifications so it was returned to the field. The root cause for this report was delivery failure due to overdelivery. This condition will be tracked and trended under the company's quality system.

Event description:
On 10-oct-2018, a mallinckrodt internal employee discovered a delivery failure alarm due to overdelivery during routine service log review for inomax dsir (B)(4). There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs. This is being reported as it is considered a reportable malfunction.